Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after cancelling pd treatment. The patient¿s caregiver reported that during fill 1 of 5 there were multiple air detected in cassette warnings given. After cancelling the pd treatment, the caregiver discovered a fluid leak inside of the cassette door of the cycler. The fluid was noted in the pump module area and on the cassette. The caregiver was advised to discontinue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient¿s medical caseworker reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after cancelling pd treatment. The patient¿s caregiver reported that during fill 1 of 5 there were multiple air detected in cassette warnings given. After cancelling the pd treatment, the caregiver discovered a fluid leak inside of the cassette door of the cycler. The fluid was noted in the pump module area and on the cassette. The caregiver was advised to discontinue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient¿s medical caseworker reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after cancelling pd treatment. The patient¿s caregiver reported that during fill 1 of 5 there were multiple air detected in cassette warnings given. After cancelling the pd treatment, the caregiver discovered a fluid leak inside of the cassette door of the cycler. The fluid was noted in the pump module area and on the cassette. The caregiver was advised to discontinue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient¿s medical caseworker reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The system air leak test passed. The balloon valve actuation test passed. The patient pressure sensor test passed. The ast (accelerated stress test) 3 hours was performed and passed with no further alarms or issues. No fluid leaks in the test cassette during the test..an investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. Fluid was found in the hp2 filter during the inspection. Fluid in the hp2 filter is a related failure to the reported symptom code -air detected in cassette warning. The device history review (DHR) search revealed that the pump assembly was replaced in rework, due to a vacuum leak encountered in test & calibration (t & c). No further related issue(s) found in the DHR. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.